Event description:
Procedure type: unk. According to the reporter: the devices all fired 1 time each and then would not fire again. Opened a new device from a different lot number to complete the case. It could not be reported if there was a delay in operating room time, bleeding or tissue damage. No further info provided.

Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated february 8, 2010, therefore, this report requires a 5 day MDR based on this new info.